Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) - the full lead was returned and analyzed. Analysis revealed that the lead conductor was distorted, had exposed coil and was pulled/stretched/overstressed. The distal end of the electrode was covered in blood. There was apparent implant damage. (B)(4).

Event description:
It was reported that during the implant attempt, the physician noted an abnormality around the right ventricular coil of the lead. The lead was not used as the physician asked for a new lead to implant. No patient complications have been reported as a result of this event.